Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock reported that intravenous (IV) fluid leaking from cracked quad set. There was patient involvement and no patient harm/adverse event reported.